Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue. Visual inspection revealed physical damage to the ac adapter lemo connector. The ac adapter lemo connector housing was missing and pin# 1,2,4 and 5 were bent. Pin# 3 was broken off and missing as well. Carefusion scrapped the ac adapter and sent a replacement adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter had burnt pins on the lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.